Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the device had a physical breakage and the reprocessing has not correctly been implemented in line with the instructions for use (IFU). The event can be detected and prevented by following the IFU sections: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had insufficient light from the light guide lens. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: residual liquid or foreign material come out of channel tube and suction cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: (B)(6). The device was returned to the olympus service center for evaluation and the customer's reported issue which was residual liquid or foreign material come out of the channel tube and suction cylinder was confirmed due to insufficient cleaning (handling issue). Furthermore; the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it may have been something like a gauze material for pre-washing that may have gotten inhaled. It was unknown if there was a delay in the start of the pre-cleaning, the customer was able to aspirate the water through the instrument or suction channel, there were no abnormalities in the accessories used for the reprocessing, the tube was not cleaned with a lint-free cloths/brushes/sponges and it is unknown if the tube was immersed with a detergent solution. The customer brushed the instrument channel, instrument channel port, and suction cylinder. There are no other concerns regarding the reprocessing. Additional evaluation findings: water tightness was lost due to a scratch on switch 1; plastic distal end cover, zoom lever, lock engagement lever, free-engage knob, right/left knob, upward/downward angulation control knob, switch box, connecting tube, switch 1, suction connector, scope cover, image guide protector, protector of universal cord on control section, universal cord, grip and control unit had a scratch; adhesive around light guide lens was peeled and had a crack; suction connector was damaged; paint on suction cylinder was peeled; control unit had discoloration; suction cylinder was shaved, suction connector was dirty due to water leakage; adhesive on the bending section cover had a chip; the play of upward/downward angulation control knob was out of the standard value and bending angle in up direction does not meet the standard value due to wear of the angle wire; damage or deformation due to physical stress; connecting tube and universal cord had a wrinkle; forceps channel port was shaved; switch 4 had wear; suction connector was dirty due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.